Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure, a full recapture was performed with the first watchman laa closure device. The release criteria was then met with the second 30mm watchman laa closure device. The device was successfully released into the laa. One (1) day post procedure, a check was performed after receiving a report that the watchman device dislodged. It was confirmed that the closure device moved into the left ventricle. Transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee) showed that the device moved near the left ventricular outflow tract. Two snares were inserted into the left ventricle via arterial puncture, then a biopsy forceps was inserted into the left ventricle intravenously with the transseptal puncture. The device was flattened using the two snares with the device fixed in the biopsy forceps. It was confirmed there was no abnormality in the mitral valve upon tee after the device was flattened. The patient's heartbeat was slowed down to suppress the movement of the aortic valve and the device was removed from the right ventricle. The device was pulled to the abdominal aorta and successfully retrieved into the 16f sheath. It was confirmed via tee that there were no issues with movement of the mitral valve or the aortic valve after device retrieval. Tee also confirmed there was no dissociation in the aorta. There were no further issues noted after device retrieval.